Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The lot number provided was not a valid number. So therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). Torn the straight band/balloon with 54 cm of catheter was returned. Upon visual inspection, it was observed that the balloon was torn. This tear is 4 cm in length and localized at 6 cm from the catheter connection, it was also observed that one side of the buckle from the band was cut. Balloon was returned too damaged to perform a leak test. The complaint cannot be confirmed, device returned for evaluation was damaged and it was not possible to localize the original leak observed by the surgeon under visual inspection. However, a product's instruction for use (IFU) review was performed, and it was outlined that loss of fluid from the balloon can occur at any time and for number different reasons. Causes of fluid loss include, but are not limited to, improper handling of the balloon during surgery, use of an incorrect filling solution, puncture of the silicone tubing inflation or deflation, disconnection of the catheter from the injection port, physiological reactions to the presence or position of the device, or general deterioration of the balloon over time. It is also noted that the balloon must be tested before implementation to assure the integrity of the balloon. It was also noted that all products are 100% leak tested prior to release, therefore it is unlikely that a manufacturing issue contributed to the reported event. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a videolaparoscopy procedure, it was necessary to check a possible defect in the gastric band. Considering that was performed the mechanic test on the portal and on the cannula and no leakage was found, it was verified that the band had a defect. Considering the leakage of the band, it's not possible to achieve its internal pressure, preventing the normal functionality of the band. Another like device was used to complete the procedure. There were no adverse consequences for the patient. According to the surgeon, he is positive he did the leak test before insertion. The fill volume should have been 8.5 ml. He didn't follow the patient for many years, since 2006.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.